Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2005, a monarc device was implanted to treat stress urinary incontinence is now reported to have caused "extreme pain, erosion of internal bodily tissue, dyspareunia, fistula and other injuries" and "multiple surgeries and revision procedures."